Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a spinal fusion (c4-t2) treating a cervical spinal injury the sleeve (03.614.017) could not be connected to a screwhead. The procedure was completed with another screwdriver. Concomitant device report: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one threaded holding sleeve for polyaxial screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.614.017, lot: 5915090, manufacturing site: salzburg, release to warehouse date: march 02, 2012. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The returned holding sleeve was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The device was delivered in one sealable bag. The devices appear in good condition with stains, probably from cleaning of the device. The clamping screw in the sleeve is missing. The movable sleeve is not completely screwed and the securing points are broken. A complete function test cannot be carried out at synthes tuttlingen, as there is no counterpart for the function test on site. When switching the movable sleeve, there are sporadic clamps of the sleeve. In the view of the through hole, it is apparent that one of the three balls is missing, probably due to the opening of the sleeve during cleaning; was not installed correctly. The test pin does not hold in the hole. The fail feature is due to the missing ball. The loosened sleeve was screwed on to check whether all balls are present; all 3 balls are in the sleeve; as suspected, one ball was not mounted correctly. The balls have been reassembled. The dimensional inspection and the functional test have been repeated. The test pins from diameter 3,7 to diameter 4,02 are held by the balls and could be clamped. The through hole on the balls is within the specification. The inspection of the manufacturing documents showed no deviations that would to contribute to the complaint condition. The manufacturing evaluation conducted shows that there was no issue during the manufacturing of the product that would contribute to this complaint condition. After reassembly, no dimensional or functional deviations were found. Presumably the sleeve was opened when cleaning the device and was not assembled properly so that the screw head could not be connected to the sleeve. No product design or manufacturing issues was found during investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.